Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 04-may-2016. A legal claim was received. Plaintiff had essure inserted for permanent sterilization. She experienced device complication and essure was removed. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme bloating (interpreted as abdominal distension). She underwent essure removal approximately 3 years after insertion. This case became legal. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal bloating may occur after essure insertion. Given the lack of a plausible alternative explanation and considering that the event was resolving after essure removal, a contributory role of the suspect insert cannot be excluded. Non-serious events were also reported. Essure removal was reported, this case was regarded as incident (required intervention implied). Since no product was returned and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0901, awareness date 29-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. It was reported that ablation was done at the same time of insertion. She thought that she suffered from nickel allergy; she suspected that she developed it from having metal in her body. She also stated that her period would arrive every 17-20 days and she got period for 3 weeks straight (she was put on birth control pill to regulate her period). She also had uterine fibroids (hysterectomy was recommended), migraines during every period, extreme bloating, she could not lose weight. She was tired, crabby, was diagnosed with pmdd (premenstrual dysphoric disorder) and increased anti-depressants 4x usual dose. On (B)(6) 2015 essure was removed and her stomach immediately went down 4 inches. She had no more migraines and she felt like her again, with so much more energy. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced extreme bloating (interpreted as abdominal distension). She underwent essure removal approximately 3 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal bloating may occur after essure insertion. Given the lack of a plausible alternative explanation and considering that the event was resolving after essure removal, a contributory role of the suspect insert cannot be excluded. Non-serious events were also reported. Since essure removal was reported, this case was regarded as incident (required intervention implied). Since no product was returned and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.